Event description:
Attorney reported: on (B) (6) 2007 - pt underwent surgery to repair an incarcerated umbilical hernia. A bard composix e/x mesh was used to repair the hernia. Pt underwent add'l hospitalizations following the implantation of the bard composix e/x mesh. On (B) (6) 2007 - the bard composix e/x mesh was removed. Pt suffered an infection, exposed mesh, necrotic tissue which required a debridement, and a partial omentectomy. Following the implantation, failure and removal of the bard composix e/x mesh, pt suffered multiple hospitalizations and extended wound care. On (B) (6) 2009 - pt underwent an add'l surgery to repair intra-abdominal adhesions and incarcerated bowel and omentum. Two bard composix l/p meshes were implanted during the surgery. As a direct and proximate result of the bard composix e/x mesh and the bard composix l/p mesh, pt's hernia repair surgeries failed, causing him bodily injury and resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for the enjoyment of life, expense of hospitalization, loss of earning, loss of the ability to earn money and aggravation of a previously existing condition.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event, and device info davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge. No conclusion can be drawn at this time. See MDR 1213643-2010-00291 for info related to the composix e/x mesh implanted on (B) (6) 2007. See MDR 1213643-2010-00292 for info related to the composix l/p mesh implanted on (B) (6) 2009.